Event description:
On 07/11/2025, a sales representative reported via email that two ar-3636 knotless 1.8 fibertak soft anchors experienced shuttle stitch breakage at the midpoint between the flat and tubular suture transition. The case was successfully completed, and no breakage occurred inside the patient. The issue occurred during a labrum repair procedure on (B)(6) 2025, with no patient harm reported. Additional information has been requested on 07/17/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include the event description, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture pulling. The surgical technique guide for this device, lt1-000002-en-us_g, outlines the following in step 7: pull the suturetape side of the white/black shuttle suture to transfer the repair suture back into the anchor through the same portal where the anchor was inserted. Advance the shuttle suture with repeated light tugs until the repair suture is passed through the suture splice locking mechanism and back out of the cannula.

Event description:
Additional information was received on 07/29/2025: the case was completed utilizing an ar-2923ps peek pushlock anchor and ar-7535 fiberlink suturetape. The case was not delayed, and no additional anesthesia was administered. A reusable pushlock drill guide and drill bit were used to prepare the bone socket for the implant's insertion. The patient's bone quality was assessed as good. No adverse effects were reported on or after surgery.